Event description:
It was reported that the guidezilla collar was fractured. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. At the course of the procedure, it was noted that the collar part of the catheter was fractured. The device was completely removed from the patient's body without any intervention and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Event description:
It was reported that the guidezilla collar was fractured. The target lesion was located in the right coronary artery. A guidezilla guide extension catheter was selected for use. At the course of the procedure, it was noted that the collar part of the catheter was fractured. The device was completely removed from the patient's body without any intervention and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter in two pieces. The device was bloody. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visually inspection. Inspection revealed tip damage (misshapen), numerous kinks in the distal shaft, complete separation of the distal shaft and collar with the ptfe pulled out of the collar, and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.